Event description:
Additional information received further reported that in (B)(6) 2016 the patient had experienced or was experiencing difficulty voiding with recurrent urinary tract infections, dysuria with frequency, back pain, urgency and odor, dyspareunia, bladder discomfort, and tenderness vaginally anteriorly and bilaterally and the sub bladder area. The device was explanted. Additional information received further reported the bladder neck appeared to be very high; likely the altis was too tight. The patient also experienced longstanding urinary retention post altis implant, and was only able to empty her bladder with forcible straining and position changes. The patient had taken antibiotic courses nine times in 14 months. The patient's dyspareunia was noted to be likely due to post menopausal vaginal atrophy. The patient underwent bilateral cut/release of the altis, and bilateral urethrolysis.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually.